Event description:
User reported that during the case the heater cool would not reach the set temperature. The user swapped the heater cooler, and the case was performed without further issues. There was no patient harm as a result of this suspected malfunction.

Manufacturer narrative:
Conclusion awaiting result of investigation.

Event description:
User reported that during the case the heater cool would not reach the set temperature. The user swapped the heater cooler, and the case was performed without further issues. There was no patient harm as a result of this suspected malfunction.

Manufacturer narrative:
Conclusion awaiting result of investigation. Follow-up: we are still awaiting the return of the device. Once it is back an investigation and will be conducted and a further follow up will be provided.

Manufacturer narrative:
Conclusion awaiting result of investigation. Follow-up: we are still awaiting the return of the device. Once it is back an investigation and will be conducted and a further follow up will be provided. Follow-up: device has been returned. Investigation is ongoing.

Event description:
User reported that during the case the heater cool would not reach the set temperature. The user swapped the heater cooler, and the case was performed without further issues. There was no patient harm as a result of this suspected malfunction.

Manufacturer narrative:
Conclusion awaiting result of investigation. Follow-up: we are still awaiting the return of the device. Once it is back an investigation and will be conducted and a further follow up will be provided. Follow-up: device has been returned. Investigation is ongoing. Follow up: device returned spectrum medical. Reported fault confirmed. Further investigation confirmed liquid ingress in a valve. Unit considered beyond ecnomical repair and scrapped.

Event description:
User reported that during the case the heater cool would not reach the set temperature. The user swapped the heater cooler, and the case was performed without further issues. There was no patient harm as a result of this suspected malfunction.